Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure was performed for a calcified lesion, however, the details of the lesion are unknown. A quantum maverick 4.0x12mm balloon ruptured at approximately 12 atmospheres. It is unknown how many inflations were performed. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is good with no complications reported.